Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. Upon the ccc specialist's instructions the customer aligned the reagent 1 probe (r1) tips and performed precision testing, which was acceptable. The ccc specialist tested the ultrasonic mixing and found that reagent probe 1 (r1) lost the lock status on one of three replicates in the r1 probe mixing test. A siemens customer service engineer (cse) specialist was dispatched to the customer site. After evaluating the instrument, the cse cleaned all the instrument filters, checked the cuvette windows and verified the syringe gaps. The cse adjusted the film height and checked all the alignments. The cse then replaced the r1 ultrasonics transducer and ran all arm service methods, which were acceptable. The cse also performed precision testing and ran quality controls, both of which were acceptable. A siemens headquarters support center (hsc) specialist reviewed the service report and determined that the discordant results were consistent with film height that was not aligned properly, causing reagent to spill from one cuvette to another. The film height was adjusted during the service visit and no additional issues were observed. The cause of the discordant mg, crea and ahdl results on patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant results were obtained on three patient samples tested on a dimension exl w/lm instrument. A discordant, falsely elevated magnesium (mg) result was obtained on patient (B)(6); a discordant, falsely low creatinine (crea) result was obtained on patient (B)(6); and a discordant, falsely elevated automated high-density lipoprotein (ahdl) result was obtained on patient (B)(6). The discordant result for ahdl was not reported to the physician(s), while the discordant results for mg and crea were reported to the physician(s).there was a delay in administering mg infusion to the patient with (B)(6) due to the elevated mg result. The samples were repeated, resulting lower for mg and ahdl and higher for crea. The repeat result for ahdl and the corrected results for mg and crea were reported to the physician(s). There are no known reports of adverse health consequences due to the discordant mg, crea and ahdl results.